Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined that an issue with the downstream occlusion sensor was a probable, but unconfirmed, cause of the reported issue. If the product is returned this complaint will be reopened for further investigation. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Per service history review there was no indication that the complaint was related to a previous service of the device and the device had not been in for service in the previous twelve months., corrected data: h3

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when required.

Event description:
It was reported that two pumps were giving high pressure error. The cassette was changed on one of the pumps and it fixed the error, but then gave the high pressure error shortly after changing. The patient changed the tubing and cassette and the pump was able to continue the infusion. The reported product fault occurred while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. There was a backup device and the patient was able to continue infusion. This is a continuous infusion. Additional information (patient details) was provided by the distributor of the product.